Manufacturer narrative:
Device passed the displacement test. Device received with cracked case on the back at the battery tube area. Reservoir locked properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that retention ring was broken from the insulin pump. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.